Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), salpingitis ('acute salpingitis'), oophoritis ('oophoritis') and pregnancy with contraceptive device ('pregnancy (termination)') in a 34-year-old female patient who had essure (batch no. B93876, b82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pid pelvic inflammatory disease in 2012, parity 3 (date of the birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2006), miscarriage, pelvic pain, dysuria, vulvovaginal candidiasis, cervix inflammation and menarche (11 years). Previously administered products included for prevent pregnancy: implanon in 2012. Concurrent conditions included acute vaginitis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2014 to (B)(6) 2018, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 and norethisterone (nora-be) from (B)(6) 2018 to (B)(6) 2018 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, salpingitis, oophoritis, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion detail: after deployment, 2 coils on the right and 8 coils on the left. Discrepancy noted,previously reported insertion date (B)(6) 2014 and now as per pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), pelvic pain, oophoritis, salpingitis , pid (pelvic inflammatory disease)". Batch no : b82478 production date : 2013-10-17 expiration date : 2016-10-31. Batch no : b93876 production date 2013-11-06 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), salpingitis ('acute salpingitis'), oophoritis ('oophoritis') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) year-old female patient who had essure (batch no. B93876, b82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pid pelvic inflammatory disease in 2012, parity 3 (date of the birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2006), miscarriage, pelvic pain, dysuria, vulvovaginal candidiasis, cervix inflammation and menarche (11 years). Previously administered products included for prevent pregnancy: implanon in 2012. Concurrent conditions included acute vaginitis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2014 to (B)(6) 2018, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 and norethisterone (nora-be) from (B)(6) 2018 to (B)(6) 2018 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, salpingitis, oophoritis, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion detail: after deployment, 2 coils on the right and 8 coils on the left. Discrepancy noted, previously reported insertion date (B)(6) 2014 and now as per pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), pelvic pain, oophoritis, salpingitis , pid (pelvic inflammatory disease)". Most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet and medical record received. The case is incident. Per medical record events¿ acute salpingitis , pid (pelvic inflammatory disease) and oophoritis. Per plaintiff fact sheet events ¿abnormal bleeding (vaginal, menorrhagia); urinary tract infection; depression, mental anguish, device ineffective¿. This case is medically confirmed. Reporter, demographics, lab data, medical history, historical medication, essure indication (amended), essure lot number, essure insertion date, concurrent conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), salpingitis ('acute salpingitis'), oophoritis ('oophoritis'), genital haemorrhage ('gen. Abnorm. Bleed') and pregnancy with contraceptive device ('pregnancy (termination) /birth - no complication') in a 34-year-old female patient who had essure (batch no. B93876, b82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pid pelvic inflammatory disease in 2012, parity 3 (date of the birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2006), miscarriage, pelvic pain, dysuria, vulvovaginal candidiasis, cervix inflammation and menarche (11 years). Previously administered products included for prevent pregnancy: implanon in 2012. Concurrent conditions included acute vaginitis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2014 to (B)(6) 2018, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 and norethisterone (nora-be) from (B)(6) 2018 to (B)(6)2018 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("psychological or psychiatric problems condition: depression /psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, salpingitis, oophoritis, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, depression, anxiety and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, oophoritis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion detail: after deployment, 2 coils on the right and 8 coils on the left. Discrepancy noted - previously reported insertion date (B)(6) 2014 and now as per pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), pelvic pain, oophoritis, salpingitis , pid (pelvic inflammatory disease)". Batch no : b82478, production date : 2013-10-17, expiration date : 2016-10-31. Batch no : b93876, production date 2013-11-06, expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events added- abdominal pain, back pain, genital haemorrhage, urinary tract disorder, vaginal discharge, vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.